Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr). Additional information updated the identified clinical diagnosis from "one side of the pump give to him pain" to "implant site pain".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) regarding a patient who was receiving clonidine (600 mcg/ml at a dose of 79.89 mcg/day) via an implantable pump for an unknown indication. On (B)(6) 2016, the patient reported that each movement the patient did gave them pain due to the pump that was feeling too close to the skin and gave the patient pain. The identified clinical diagnosis was, "one side of the pump gave to him pain". The hcp decided to wait before an intervention. Later, on (B)(6) 2017, the hcp decided to reposition the pump. The event resolved without sequelae on (B)(6) 2017. The event resulted in an unscheduled clinic/office visit. The event was indicated as not related to the device or therapy and possibly related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.